Manufacturer narrative:
Device not available as it is still implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgical procedure. Allegedly, sometime post-op it was determined that a revision surgery may need to take place for reasons that were not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event (such as the reason for the revision) must be available in order to determine the root cause of the complaint event. A health care professional reviewed the CT scans and wasn't able to give a assessment on the scans. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement surgical procedure. Allegedly, sometime post-op it was determined that a revision surgery may need to take place for reasons that were not available at the time of this report.